Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user unable to log into device. Device crapped out and screen went blank. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to log into device and exhibited a black screen. A technical support specialist (tss) dialed into station and identified an error where the security and sign in options failed to display. The issue was determined to be potentially caused by system file corruption or third-party software conflicts. The tss ran an sfc scan followed by a dism health restore through the command shell. After completing the scans, the station was rebooted. The error no longer appeared, and the customer confirmed that the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.